Event description:
It was reported by a customer that on (B)(6) 2011 the beam was not powerful at 5 joules. After 10 shots the fiber did not work anymore. A second fiber was obtained; however, upon unplugging the blue connector (to connect the fiber to the laser) fell out. The package was not damaged. The fiber was separated at the black gummy connector, where the fiber optics begin, the black piece was still connected to the blue connector. The failures associated with the fibers involved in the procedure are not considered reportable events. However, because the fiber malfunctions led to the non-completion of the procedure and there were no more fibers left in inventory, this is a reportable event.